Manufacturer narrative:
All available information indicates that this product remains in service. At this time, attempts to obtain additional information have been unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this transvenous defibrillation lead noted being told that one of their leads was not working, and they did not know which lead was in question. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that this patient went in to their clinic for a normal device follow-up approximately five months later and it was noted that the patient's lv lead had been programmed off. Since this patient was new to this clinic, the clinic did not know the patient's history nor about the previous lv lead issue. The patient noted being told that their lv lead was no longer working. No adverse patient effects were reported.